Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it did not note the presence of tec341 alarm in the log; however, there are numerous ec345s. The customer likely intended to report an ec345. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The system error 345 was verified. The cause could not be determined. The device was found to function as designed with relation to the reported symptom. No further action is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 341 (positional interrupt error) alarm. There was no patient involvement associated with this event. No additional information is available.